Event description:
It was reported that during a vats procedure, the device was fired across the bronchus and the jaws could not open. The surgeon was able to manipulate them open. A new device was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
Date sent: 2/13/2009. Crimp. Evaluation summary - the analysis showed that the ats45 device was received with the anvil closed and the flex neck extended from the tube. The device was loaded with a fully fired reload. The flex neck was manually assembled to the tube and a test reload was loaded into the device for functional testing. The device fired all the staples as intended, however, the anvil did not opened as the flex neck extended after attempting to release due to an insufficient h-crimp. A batch record review was performed, and no anomalies were found during the manufacturing process.